Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position via subclavian approach. There was resistance inserting the 14f esheath plus. Upon removing the sheath, there was a split noted from the seam of the sheath. A second 14f esheath was prepped and inserted without difficulty. The valve deployment went well. A dissection in the subclavian which was observed and repaired with a covered stent. Patient is doing well.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided 3mensio imagery was reviewed, revealing the following observations: calcification present in the patients right access vessel and ascending aorta. Tortuosity present in the patients right access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were unable to be confirmed due to no returned device applicable imagery. A review of the IFU training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Review of the provided 3mensio revealed presence of tortuosity in the patients right access vessel, and calcification in the right access vessel and ascending aorta. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Additionally, the twisting motion likely caused the introducer to become unlocked from the sheath hub. With the introducer unlocked, it is likely that the sheath was unstable, contributing to the reported resistance during insertion. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (sheath instability, sheath manipulation) may have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. During sheath insertion, application of a twisting motion can generate stress along the sheath liner. When combined with axial friction between the sheath and the vessel wall, particularly in anatomically complex regions promoted by calcification and tortuosity, this can compromise the integrity of the liner and lead to tearing. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. Tortuous anatomy can promote suboptimal advancement angles, causing the liner to catch on calcified nodules. The compounding effect of these conditions may amplify the mechanical stress on the sheath, causing the liner to tear upon advancement. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (sheath manipulation) may have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed for any possible trend.